Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilation procedure on (B)(6) 2012. According to the complaint, during the procedure, the balloon was attempted to be deflated; however the balloon would not collapse enough to fit the balloon through the scope. It was reported that there was still inflation medium left in the balloon. The device had to be removed with the scope, and the catheter of the balloon was cut to remove it from the scope. Another cre balloon was used to complete the dilatation. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a cre balloon dilatation catheter was used during an esophageal dilation procedure on (B)(6) 2012. According to the complaint, during the procedure, the balloon was attempted to be deflated; however, the balloon would not collapse enough to fit the balloon through the scope. It was reported that there was still inflation medium left in the balloon. The device had to be removed with the scope, and the catheter of the balloon was cut to remove it from the scope. Another cre balloon was used to complete the dilatation. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found the catheter shaft to be cut/ fractured. The catheter shaft was also found to be bent multiple times. The balloon could not be inflated due to the damage noted and functional test could not be performed. Based on the complaint analysis results, the report the device was cut to be removed from the scope could be confirmed; however deflation failed could not be confirmed due to the condition of the returned device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.